Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient (failure to retrieve mitraclip nt system components) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported inability removing the gripper line cannot be determined. The reported entrapment of device or device component appears to be related to challenging patient morphology/pathology. Additionally, the reported foreign body in patient (gripper line cut at groin leaving a portion inside patient anatomy) appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip caught in the chordae and the inability to remove the gripper lines. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with challenging leaflet anatomy. The first clip was deployed without any issues. The second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. While attempting to establish gripper line removability (eglr), the gripper line did not move. Troubleshooting was performed, but unsuccessful. The cds was attempted to be removed for replacement; however, it was then observed that the cds could not be removed and the clip was caught in the chordae. Several attempts were made to free the clip, without success. The decision was made to deploy regrasp the leaflets and deploy the clip to prevent chordal damage, and possibly remove the gripper line after deployment. The clip was deployed; however, the gripper line could not be removed. Troubleshooting was performed again, but unsuccessful. The gripper line was cut at the groin and left in the anatomy. The patient was transferred to the ICU, and stable. Two clips were implanted, reducing the mr to 2. No additional information was provided.